Event description:
The hcp reported the pt was experiencing increased spasticity. The pump was tested and failed a rotor study after boluses were done. The pump was explanted and replaced and returned to the MFR for analysis. The pt outcome was reported as "better".